Manufacturer narrative:
Additional lot #: 8zk. One balloon from each lot number used in the reported event was returned to olympus for evaluation. The evaluation confirmed that both balloons had stretched tube sheaths. Both balloons were found to have a kink at the distal end of the tube sheath. The kink was consistent with the tube sheath having become lodged in the forceps elevator of the endoscope, likely causing or contributing to the reported phenomenon. The balloons were tested and both balloons inflated, but resistance was noted due to the damaged tube sheath. The cause of the reported phenomenon was determined to be due to physical damage. The balloons were forwarded to the original equipment MFR for further evaluation. If significant additional info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography, the users could not retrieve a stone, as the tube sheath of the balloon stretched while the balloon was being withdrawn through a non-olympus endoscope. The users reported to have utilized a total of 4 similar balloons, but the same phenomenon recurred. The users then reportedly used a non-olympus balloon to retrieve the stone and complete the procedure. There was no pt injury reported, but the procedure was said to have been significantly prolonged due to the alleged difficulty.